Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system the customer¿s blood glucose level at the time of the incident was 88 mg/dl and the customer's weight is (B)(6) lbs. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. The insulin pump was unable to prime during prime test due to loose and protruded drive support disk. No prime alarm noted. Motor error alarm during basic occlusion test due to loose and protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly.